Manufacturer narrative:
(B)(4). On (B)(6) 2013, correspondence was sent to the sales and service unit (ssu) regarding this complaint event. Per correspondence, this device was investigated by the maquet germany service department and the error/malfunction could not be reproduced. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) it was reported that the display of the cardiohelp-I (serial number (B)(4)) switched off during an operation and no changes could be made. The pump worked normally. The display was switched on again later but the situation repeated and then the display remained off. When a spare cardiohelp-I from another hospital became available, the complete hls was reconnected on the new machine. There was no patient impact. The defective cardiohelp-I was still running because switching it off using the button was not possible as all the controls were locked. A different cardiohelp device (serial number (B)(4) ) was returned by the customer for evaluation and is referenced in the complaint record (B)(4). MFR# 8010762-2014-01080 is being submitted for this serial number. (B)(4).